Event description:
It was reported to philips that the device was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during the coronary diagnostic procedure and the procedure was aborted. The procedure was completed by transferring the patient to another hospital. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not do x-rays. Review of the system log file showed that the x-ray generator errors. Upon functional testing, the fse found that converter 1 and 2 short circuited and issues with high voltage (hv) tank. The fse replaced hv tank, h.v. Transformer 65/80/100 kw 1 tube, converter 8e velara, unit dig. Kv ma control. After replacement of the hv tank, h.v. Transformer 65/80/100 kw 1 tube, converter 8e velara, unit dig. Kv ma control, the system was returned to use in good working order. The codes were updated based on the investigation outcome.